Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. (B)(4). Analysis of the catheter revealed no significant anomaly found. The catheter body had dried drug, blood, or foreign material occlusion.

Event description:
It was reported the catheter was explanted. The patient was hospitalized.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.